Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported foreign matter was on the device. During preparation of a 1.25mm rotalink¿ plus, the burr became entangled in the gauze. The device did not enter the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported.